Event description:
Investigation results revealed the side car rx was pushed back; therefore, this is now an MDR reportable event (see block h10 for investigation details).

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as the best estimate based on the date that the manufacturer became aware of the event. Block d4: the complainant was unable to provide the suspect device upn and lot number; therefore, the expiration and device manufacture dates are unknown. Block h6: imdrf device code a24 captures the reportable event of side car rx pushed back. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the side car-rx was pushed back. Additionally, the dimensional inspection conducted revealed that the exposed metal did not meet the specified requirements or specifications. The reported event was not confirmed. Based on all available information, it is possible that the user manipulation and/or the technique applied during the procedure affected the side car rx as well pushing it back. Therefore, the most probable root cause is adverse event related to procedure.